Manufacturer narrative:
Complaint sample is not available, and the lot number of product involved in this incident is unknown. However, a sales and shipping search to the client within the time frame of three months before the date of occurrence. According to the sap system no product is available from this lot on distribution centers to be analyzed. The entire lot has been sold and distributed. An investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification. The system level review of the liberty cassette and concomitant products found no indication that the products caused or contributed to the clinical event.

Event description:
On follow-up the patient's nurse reported the patient has an umbilical hernia that is bulging a little but not causing her any pain. No treatment for the hernia has been scheduled.

Manufacturer narrative:
(B)(4). This report is being submitted as part of a system level review; which will include an investigation of all potential fresenius products being used at the time of the event. A supplemental report will be submitted upon completion of the plant¿s investigation.

Event description:
A peritoneal dialysis patient reported she had to perform a stat drain and cancel treatment due to "having a hernia". The patient stated she has not had surgery to correct the hernia.

Manufacturer narrative:
Clinical review of the medical records was completed and there was no documentation supporting a possible association between fresenius dialysis products and the event of hernia.